Manufacturer narrative:
The returned matrix12 m probe met dimensional specifications and no defects observed that would cause difficult placement. Root cause is indeterminate, it is not known why user experienced difficult placement.

Event description:
Anesthesia stated difficult placement with matrix12 m probe. Probe thought to be in esophagus, deployed and placement found to be in bronchial stem. Bleeding occurred. Nothing unusual about anatomy according to anesthesia & staff. The lab also stocks s-cath m. This was used after matrix12 m was removed. They extubated successfully after the case was finished using s-cath m.